Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead dislodged. The lead was no longer used and a new lead was implanted. No patient symptoms were reported.